Event description:
The device (cev605g) was returned to mxi service and repair for a repair quote.

Manufacturer narrative:
(B)(6). The device was evaluated and the black plastic skirt was found to be damaged. The damage was most likely a result of impact or snagging when the trocars were removed. It was also noted that the insert presented with two notches, which were most likely made by the client for identification purposes. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaints handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na.